Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by abdominal pain. The breach in aseptic technique was further described as caregiver involvement. In therapy the patient was hospitalized for treatment of abdominal pain and 13 days after hospital admission, the patient was diagnosed with nosocomial peritonitis. It was reported the primary cause of the peritonitis was due to the nosocomial infection. Treatment for the peritonitis was unknown. On an unreported date, the same month as receipt of this report, pd therapy was discontinued and the patient was switched to hemodialysis. It was not reported if the peritonitis was resolved. It was not reported if the patient or caregiver were retrained on the proper aseptic technique. No additional information is available.